Event description:
Per provider, when received the right rear wheel is cambered inward on the bottom and the shroud is all out of place. Freight damage. Also the joystick has a repair light and an alarm due to the problem with the caster.